Manufacturer narrative:
As reported, the "used" round bur, medium carbide 4mm was not returned for evaluation, as it was discarded at the end-user facility. In addition, no visual evidence (photographs) of the reported "bur tip breakage" was provided by the end-user. Without the involved device, an evaluation could not be performed and the root cause of the alleged "breakage therefore could not be determined and/or verified. This lot #539017 was manufactured on 11-mar-2014. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have could or contributed to alleged bur tip breakage. Of the lot containing (B)(4) units, there was no other similar complaint received for this item and lot number combination. In addition, a 2-year review of product history for this device showed a total of (B)(4) similar reports with a quantity of (B)(4) "bur head broke off". During this same 2-year time frame, approximately (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4). It should be noted, of the (B)(4) reports of bur heads breakage, there have been no serious injuries or death related to these reported incidents. No further action is planned at this time. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of breakage and patient injury, the handpiece manual provides the user with the following precautions: always use the proper bur guard or attachment for the handpiece, as required, for the correct bur length and surgical procedure being performed. Always inspect for bent, dull or damaged burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. Do not use burs for plunge cutting. Damage or injury may occur. Device was discarded at user facility.

Event description:
The end-user facility reported that during use of a round bur, medium carbide 4mm in a shoulder arthroscopy procedure, the bur broke at the tip in the bone and the broken portion was safely removed. Another round bur, medium was used to complete the procedure as planned. There was no report of surgical complications and the procedure was otherwise completed with no surgical delay or patient injury.